Manufacturer narrative:
According to the case report forms (crfs) and the report, the aortic valve was explanted on (B)(6) 2013 for aortic insufficiency. The re-do valve was a medtronic freestyle porcine bio root via aortic root replacement. Patient also underwent concomitant CABG, replacement of ascending aorta with 24mm woven dacron graft, and manubrium debridement. Diffuse calcification was present in both homograft and native aortic tissue. As indicated in the patient medical history captured in the crfs, the patient was diagnosed in (B)(6) 2012 via cardiac cath with "atrial valve (av) thickened and demonstrated decreased excursion" and mild-moderate dilation of ascending thoracic aorta with diffuse luminal irregularities. In (B)(6) 2013, the patient was diagnosed via echocardiogram and cardiac cath with svd and wear noted as increasing aortic insufficiency (3-4+) and a possible perivalvular leak. The explant operative report from (B)(6) 2013 indicated the following: "homograft leaflets appeared pliable and appeared to coapt well, however in the leaflet corresponding with right coronary leaflet, 2 large perforations were noted at the hinge area, one being approximately 7mm and the other being approximately 4mm, medtronic free-style graft selected in hopes of obtaining better long term durability in view of this calcification process." The explant pathology report noted of the explanted homograft, "diffuse fibrosis and multinodular calcification, consists of a 5.0 x 4.5 x3.7cm tan-yellow semilunar valve with blue and white sutures associated at the annulus, all aspect of all cusps have fungated calcifications, one cusp has two pro patent defects up to 0.4cm, attached aorta is diffusely calcified, cusps are congested."the allograft was not returned to cryolife so no direct observations can be made. According to the processing record, this allograft did not contain any attributes that would have rejected the allograft. The processing record indicates that the inspector confirmed the attributes documented by the dissector. A review of training records indicates that the technician who performed inspection for attributes of this allograft was appropriately trained for the task she performed. A review of the certificate of assurance for serial identification number (B)(4) was performed. All attributes identified by the inspector were present and documented appropriately within the anatomical notes. The allograft met all specifications and no allograft specific deviations were identified. No findings were identified that would have contributed to the reported event.the patient underwent homograft implant at age (B)(6) years ((B)(6) 2003) and explant at (B)(6) years ((B)(6) 2013), a total of 9.6 years implanted. At time of homograft explant, diffuse calcification was present in both the homograft and attached native aortic tissues. The patient had undergone initial aortic valve replacement with a bovine pericardial valve 6.6 years earlier at age (B)(6) years ((B)(6) 1997) due to severe aortic regurgitation resulting from a native bicuspid aortic valve. The patient subsequently developed severe prosthetic valve stenosis and calcification of the valve leaflets, necessitating a second avr with a homograft. The pathology report and operative reports for the explanted pericardial tissue valve noted vegetation along the leaflets and severely calcified, very rigid immobile leaflets.use of aortic allografts for aortic valve replacement has often been reported as a good option for younger patient populations due to lack of anticoagulation therapy and excellent hemodynamic characteristics, which favor a more vigorous lifestyle and functional status (doty, 1998). However, over time allografts can undergo calcification with resultant structural valve deterioration (svd) and graft dysfunction, eventually requiring reoperation or explant (koolbergen 2002). In addition, younger age at implantation has been associated with accelerated rates of valve failure and explant among biologic valves (dagenais 2005, koolbergen 2002, smedira 2006).svd is a known, commonly reported cause for valve-related reoperation and valve explant following aortic valve replacement with allograft and bioprosthetic valves (smedira). The durability of allograft valves has often been associated with patient age, as younger patients(< 65 years of age) have been reported to exhibit early svd and decreased durability versus older patients (>65 years of age; dagneis 2005, doty 1998, smedira 2006). However, there are a number of reports regarding the use of cryopreserved aortic valve allografts for aortic valve replacement in young patients (< 65 years of age) that have produced favorable, long-term results in respect to freedom from reoperation, freedom from svd, and freedom from explant due to svd (cryolife, dagenais 2005, doty 1998, smedira 2006). Freedom from explant due to svd in aortic allograft valves has been described in the literature, with several retrospective studies citing rates of 91%-97% at 10 years of follow-up (doty 1998, smedira 2006). Similar results were reported in a retrospective study by dagneis et al., with 91% freedom from explant due to svd at 7 years of follow-up for 54 patients who received homograft valves for aortic valve replacement. Average patient age at time of implant was 53.5 years old (range of 45-65 years old; dagenais 2005). Smedira et al. Reported 91% rate of freedom from explant due to svd at 10 years in 744 patients who received an aortic allograft valve for aortic valve replacement. Svd was also the most commonly reported mechanism of valve failure, occurring in 59% of patients requiring explant (n= 27/46; smedira 2006). Average age at time of implant in this series was 49 years old (range: 18-84 years old; <30 (6.3%, n= 47); 30-40 (21%, n= 154); 40-50 (27%, n= 205); 50-60 (27%, n= 203), with increased risk of svd associated with younger age at time of implantation (smedira 2006).the cryolife heart registry data cited 85% freedom from explant due to svd at 10 years, in 348 patients, with an average age of 38.1 years old at time of implant (range 18-50 years old; cryolife). Doty et al., reported 97% freedom from explant due to svd in 118 patients, average age of 45.6 years old (range 15-83 years old), at 10 years (doty 1998). Additionally, the seven (6%) patients that required valve explant occurred in younger patients (under the age of 50 years; mean age 33.8 years), due to svd at a mean of 6.9 years post-implant (doty 1998). Similarly, o'brien et al. Reported that 39% of patients between ages 41 and 60 underwent reoperation by 15 years postoperatively (o'brien 2001).rates of freedom from svd in younger patients ([?]50 years of age at time of time of implant) vary in the literature. Rates from 4 large cohort studies of younger patients are reported below:· cryolife - 85%@ 10 years (<50 years; 348 patients),· o'brien - 95%@ 10 years; 81%@ 15 years (41-60 years; 332 patients). At 10 years, the results were comparable across all patient age groupings with >90% freedom from svd. However at 15 years, patients <60, started to show a slight increase in svd as is expected in these younger patients.· doty - 97%@ 10 years (mean age - 48 years; 117 patients),· dossche - 100% @ 8 years (mean age - 51years; 132 patients).rates of freedom from reoperation due to svd in younger patients ([?]50 years of age at time of time of implant) vary in the literature. Rates of freedom from reoperation due to svd from 9 large cohort studies of younger patients are reported be:· cryolife: 85%@ 10 years; n= 348, mean age 38.1 years (18- 50 years),· dagenais: 91%@ 7 years; n= 54, mean age 53.5 years (45-65 years),· doty: 97%@ 10 years; n= 118, mean age 45.6 years (15- 83 years),· smedira: 91%@ 10 years; mean age 49.0 years (18- 84 years),· dossche: 100%@ 8 years; mean age 50.8 years (17- 77 years),· kaya: 86%@ 10 years; mean age 51.3 years (14- 79 years),· kilian: 87%@ 10 years; mean age 50.0 years (19- 70 years),· klieverik: 78%@ 10 years; mean age 38.0 years (16- 55 years),· o'brien: 94%@ 10 years, 83% @ 15 years; 21-60 years.according to the literature, explant of an aortic valve allograft due to svd and calcification nearly 10 years post-implant in a (B)(6) year old patient is not unexpected. Explant due to structural valve deterioration is a common and not unexpected adverse event to occur nearly 10 years after aortic valve replacement with a cryopreserved aortic valve allograft in a (B)(6) year old patient.the allograft was explanted (B)(6) 2013 for aortic insufficiency. Abundant calcification was present throughout the allograft consistent with svd. Given the nearly 10 year time frame of implantation, these are not unanticipated findings. Clinical data shows that up to 15% of aortic homografts will be explanted at 10 years for svd.

Event description:
The aortic valve was explanted on (B)(6) 2013 for aortic insufficiency. The re-do valve was a medtronic freestyle porcine bio root via aortic root replacement. Patient also underwent concomitant CABG, replacement of ascending aorta with 24mm woven dacron graft, and manubrium debridement. Diffuse calcification was present in both homograft and native aortic tissue.

Event description:
The aortic valve was explanted on (B)(6) 2013 for aortic insufficiency. The re-do valve was a medtronic freestyle porcine bio root via aortic root replacement. Patient also underwent concomitant CABG, replacement of ascending aorta with 24mm woven dacron graft, and manubrium debridement. Diffuse calcification was present in both homograft and native aortic tissue.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.